Manufacturer narrative:
The report of the bag being found empty sooner than expected could not be confirmed. The report of a leak could not be confirmed as the set was not sequestered or returned for investigation. The customer also requested an event log review which showed no evidence of an overinfusion. The pump module was infusing ketamine weight based dosing 500mg in 250ml at a rate of 41.5ml/hr. Between 4:24 am on (B)(6) 2017 and 8:35 am on (B)(6) 2017, the volume recorded as being infused was 92.83ml. The customer's report could not be confirmed. The root cause was not identified.

Event description:
The customer reported that a 200.4ml infusion of ketamine was programmed to infuse at 41.5 ml/h; however, after 1 hour the bag was noted to be empty and a puddle was found under the patient's bed. There was no report of patient harm and the nursing staff does not believe the medication infused into the patient.